Event description:
On (B)(6) 2012, the reporter contacted animas, stating that the up arrow and down arrow keypad buttons required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be intact; there was no evidence of peeling or tearing. During testing, all the keypad buttons were intermittently unresponsive and required multiple presses with increasing force to engage. Evidence of contamination was found under all key contacts. The audio bolus button had a hole and was difficult to press. The contact plug was found to be misaligned.